Event description:
The surgeon was passing the needle when the surgeon heard a pop. He noticed that the needle tip was missing. A portion of the needle was stuck inside the hand instrument and could not be removed. Surgeon did not insert the second inplant over 30 minutes dalay was caused while patient was x-rayed & staff trying to remove the broken piece of needle from the instrument. No adverse consequences reported as a result of event.